Manufacturer narrative:
Occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The meter was returned for investigation. The device could not be powered on therefore, the data and fault memory were inaccessible. The battery compartment shows two middle battery contacts corroded by leaked batteries, which can cause a loss of power to the device. This contamination is indicative of improper handling or maintenance.

Event description:
We received a report of a possible malfunction on a coaguchek xs meter serial number (B)(4). The reporter states that there was a loss of power to the device. One of the springs and the battery were black and rust-colored. No moisture observed in the battery compartment.